Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
Additional information and correction information provided b.5., h.2., h.11. New information was received. Event suction loss occurred before laser ablation. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the patient interface experienced desorption in the patient's unknown eye during lasik surgery. Patient symptoms were resolved.